Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer used the same cartridge for 4-6 days before changing the cartridge. Tandem technical support educated the customer on cartridge labeling. Customer's blood glucose was 118 mg/dl. Reportedly, the supplies were changed and insulin delivery was resumed.